Event description:
The patient came had hip pain and the cause is unknown. At about 1 year and 11 months post primary the surgeon revised the medacta cup and liner to a competitor cup and liner and revised the medacta head to a medacta head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 18 december 2025: liner: mpact 01.32.3241hct flat pe hc liner d 32/d (k103721) lot 2312745: (B)(4) items manufactured and released on 20-jul-2023. Expiration date: 2028-jul-20. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Cup: mpact 3d metal 01.38.050dh mpact 3d metal shell two hole d 50mm (k171966) lot 2318892: (B)(4) items manufactured and released on 21-sep-2023. Expiration date: 2028-aug-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.